Event description:
Patient hypotensive and requiring extensive inotropic support, worsening metabolic acidosis and overall stability. Chest/abdo xray showed gasless abdomen vs ascites. UVC low-lying. On ultrasound, ascites found and concern for UVC going interstitial prompted team to do paracentesis, place PIV, remove UVC and place a PICC on day 1 of life. Approximately 43 mL of TPN-like fluid aspirated from abdomen, patient stabilized after same.

Manufacturer narrative:
Once the sample is received an investigation will be completed per procedure. The results of the investigation will be forwarded to the FDA via a follow up MDR.